Manufacturer narrative:
Device not accessible for testing: at this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted when additional information is provided. The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
It was reported that during patient use the screen on the cs300 intra-aortic balloon pump (iabp) went blank. The patient was swapped to another iabp unit to continue therapy without issue. No patient harm, serious injury or adverse event was reported. This report is for the initial iabp used for which the screen went blank and the patient was successfully transitioned to another pump. The replacement pump has been reported on medwatch 2249723-2022-00886 and the iab catheter has been reported on medwatch 2248146-2022-00289.

Event description:
N/a.